Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the patient was receiving vasopressin 0.04 units/min, epinephrine 27 mcg/min and levophed at 10 mcg/min. The pcu was plugged into a red emergency a/c outlet when an unspecified battery failure alarm occurred and the device turned off within 30 seconds. The patient became hypotensive; the clinician quickly replaced the 3 modules and increased the vasopressor doses for an unspecified period of time.

Manufacturer narrative:
The customer¿s report of a battery alarm during an infusion was confirmed. The pcu was internally inspected. The interior was found clean with no signs of fluid ingress. The battery is a bd battery with a date code: 1423 (23rd week of 2014). The pcu battery log revealed that an lb3 (battery discharged) alarm occurred on (B)(6) 2018 at 11:13am. The battery log did not record the lb3 capacity; failure to record the battery capacity during lb3 indicates a faulty battery. During lab testing, it was determined that the battery had an insufficient charge capacity, which led to a battery discharged alarm (lb3) without the occurrence of low battery (lb1) and/or very low battery (lb2) alerts. The root cause of the discharged battery can be attributed to the age of the battery. Service bulletin 592a states the battery should be replaced every 2 years; the device¿s battery was 4 years old.

Manufacturer narrative:
Based on further review of the event logs and battery logs, the reported event is believed to be the result of a software over estimation of battery capacity leading to the missed battery alarms.

Event description:
The customer reported that the patient was receiving vasopressin 0.04 units/min, epinephrine 27 mcg/min and levophed at 10 mcg/min. The pcu was plugged into a red emergency a/c outlet when an unspecified battery failure alarm occurred and the device turned off within 30 seconds. The patient became hypotensive; the clinician quickly replaced the 3 modules and increased the vasopressor doses for an unspecified period of time.